Event description:
The customer's husband reported inaccurately high blood glucose readings with test strips, lot #16135b. The pt opened the bottle of test strips approx one month ago and immediately began using them. She obtained readings that were higher than her ususal readings with another brand of test strips so she performed two side by side comparison tests. The results were 162 mg/dl with the other brand test strips versus 199 mg/dl with this brand and 109 mg/dl with the other strips versus 144 mg/dl with this brand. She does not have any normal control solutions to check the test strips for accuracy. A check strips test yielded a result that was in range (no specific result avaiable). The code was set correctly for all tests. The desiccant is in the bottle of test strips. Because the customer's husband did not have the meter and test strips available at the time of the telephone call, no test were performed with the representative.